Manufacturer narrative:
Concomitant medical product: 5076 lead implanted: (B)(6) 2013. Product event summary: the device was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to bacteremia, (B)(6), endocarditis and vegetation on the tricuspid valve. No further patient complications have been reported as a result of this event.